Event description:
It was reported that this left ventricular (lv) lead was surgically severed during the last valve repair. Additional information received indicates that the patient had short of breath, feelings of tiredness and malaise, collected fluid in extremities and lungs. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr in blocks b5 event description and h6 impact codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically severed during the last valve repair. Additional information received indicates that the patient had short of breath, feelings of tiredness and malaise, collected fluid in extremities and lungs. This lead remains in service. No adverse patient effects were reported.